Manufacturer narrative:
Device evaluation of charger sn (B)(4) has been completed. The reported problem (resetting) was confirmed. As received, the charger/modem would not power on. Upon evaluation, the charger exhibited a failure at pld component u1003 and pxa component u104 on ca board sn (B)(4). Root cause investigation including destructive testing is underway on devices exhibiting similar failures modes. In addition, the y1 oscillator was open. The root cause of the open oscillator cannot be positively identified. No adverse event resulted from the defective charger/modem.

Event description:
A us distributor contacted zoll to report that a patient's charger was resetting.